Manufacturer narrative:
Date sent to the FDA: 02/04/2020.

Manufacturer narrative:
Product complaint (B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2010 and the mesh was implanted. It was also reported that the patient experienced a recent dvt of left lower limb and embolism of mca, middle cerebral artery, unable to have sexual intercourse and increasing pain with bowel movements and urination. No further information is available.